Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient heard a lead integrity alert (lia) and went into their clinic. During interrogation, it was discovered the patient's right ventricular (rv) lead had high impedance, possible fracture, and five hundred sensing integrity counter (sic) episodes recorded. There were also recorded non-sustained tachycardia episodes with noise. The lead was reprogrammed, the patient wore a lifevest until the lead replacement was scheduled, and then the lead was explanted and replaced about nine days later. As well, the patient's right atrial (ra) lead had high pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments and analyzed; analysis revealed a breach of the outer insulation due to a depression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.